Manufacturer narrative:
Ref. ID: 2983208. The digitaldiagnost r4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) went on site to check the affected detector and tried several times to calibrate with no success. He collected logs and other information to send for analysis to get the detector replaced. The defect detector was replaced and a new detector was installed. Finally, the system meets the specification for the performed service and is returned to use. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.

Event description:
The customer reported that the portable detector dropped. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.